Event description:
It is reported that the liner would not seat in the shell due to an issue with the locking ring.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: surgical technique states, "prior to placing the metal shell over the polyethylene liner, ensure that the metal retaining ring freely rotates by moving the metal tabs. If the ring does not move, inspect it for damage. Do not use a metal shell that has a damaged locking ring. In the event that the locking ring is not damaged, but does not rotate freely, rotate the remaining ring into the correct position". It is unk at which point the locking ring became stuck in the groove, however, surgical technique identifies that the user should verify the condition of the locking ring prior to use and replace as necessary. As returned, the locking ring was stuck within the locking ring groove of the shell. Once removed, it is observed that the locking ring has some scratches on it and one of the tabs is bent. The shell is in good condition and meets print specification where measured.